Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (charger resets) has been confirmed. Upon investigation the battery charger/modem was unable to recharge a battery pack. The cause for the failure was insect contamination throughout the unit. The root cause for the contamination was ingress of insects. No adverse event resulted from the defective charger.

Event description:
A us distributor returned a charger and reported that the charger resets.